Event description:
It was reported that the bd secondary administration set experienced component separation. The following information was provided by the initial reporter: the nurses in clinic have been having issues with the bd secondary set. The junction where the tubing meets the chamber does not seem to have adhesive and can easily be pulled out. Was there any report of serious injury? No. What was the patient impact? Patient did not receive the drug . What was the patient outcome? Unsure. Was there any medical intervention? No.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received but the information provided was enough to verify the customer's complaint and confirm a root cause of lack of solvent applied to drip chamber to tubing junction during production. A trend for the drip chamber separation issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the 10013364t device and prevent future occurrences of this type. As part of the action plan, changes to the drip chamber to tubing assembly are in the process of being implemented. A device history record review for model 10013364t lot number 22089304 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd secondary administration set experienced component separation. The following information was provided by the initial reporter: the nurses in clinic have been having issues with the bd secondary set. The junction where the tubing meets the chamber does not seem to have adhesive and can easily be pulled out. Was there any report of serious injury? -no. What was the patient impact? -patient did not receive the drug. What was the patient outcome? -unsure. Was there any medical intervention? -no.